Manufacturer narrative:
Previously reported on pr 1006934 with MDR# 3030677-2021-12414. Investigation pending the return of the device. Investigation will take place on pr 1006934 with MDR# 3030677-2021-12414.

Event description:
It has been reported that the device is failing self-test.